Event description:
The account alleged that the head section will not raise. No report of injury.

Manufacturer narrative:
Technician asked the account to check the coil and the valve. The account troubleshot the bed and the technician asked the account to try the head up in calibration and the problem returned. This could be the head up valve or coil the account will swap the coil and valve. The account replaced the head up valve to resolve the issue.